Event description:
It was reported that pump displayed repeated malfunction alarms identified as code 16-0x20e6, and no blood glucose readings or additional event details were provided. There was no reported adverse impact to the customer¿s blood glucose level. Customer returned pump to distributor for evaluation, technical team confirmed malfunction by reproducing alarm during testing, pump was reset but alarm recurred, and customer was provided with replacement pump while original pump was awaited for further analysis.